Manufacturer narrative:
This lead was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Damage to the lead was noted. Due to the location and morphology of damage to the lead it is likely that external stress applied to the lead body resulted in the elevated thresholds. Past experience suggests patient manipulation of the lead through the skin (i.e., twiddler's syndrome) is a contributing factor to damage of this type.

Event description:
It was reported that this right ventricular lead was explanted due to experiencing twiddler like activity and exhibiting elevated threshold. Another lead was implanted instead. No further adverse effects were reported.

Event description:
It was reported that this right ventricular lead was explanted due to experiencing twiddler like activity and exhibiting elevated threshold. Another lead was implanted instead. No further adverse effects were reported.